Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) refrigerator failed to open. A field service engineer found smart remote manager was not sensing as closed. Further, the engineer replaced latch and printed circuit board but was not able to fix the issue. Storage space not detected on bus, then field service engineer replaced drawer controller board, latch, latch harness and med cart cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.